Manufacturer narrative:
This report is submitted on 02 december 2019. - attachment: [145139 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on june 13 , 2019.

Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted (B)(6) 2019, and the patient was reimplanted with a new device during the same surgery.